Event description:
The facility rep reported a fail code 810:04 information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital rep stated that there were no reports of pt injury or medical intervention. No additional information is available.